Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The inner shaft is buckled with a puncture hole 2mm from the bi-component weld. There is a puncture hole in the outer shaft 2mm from the bi-component weld. The damage seen is consistent with the damage that is seen caused by use of a guide wire. Functional testing was performed using a test .014 thruway guide wire, it was inserted into the tip of the catheter and could not advance past the buckling damage. Inspection of the remainder of the device showed no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or the reported difficulty. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on device analysis completed on 10-aug-2018. It was reported that difficulties loading the device onto the guide wire were encountered. During introduction of a 2.25mm x 12mm emerge¿ balloon catheter, it was noted that the balloon would not load onto the tip of the guide wire. The device never entered the patient's body. No patient complications were reported and the patient was doing well. However, returned device analysis revealed shaft hole/perforation.